Manufacturer narrative:
Examination was not possible, as the products were not returned. Provided info states the drill bits broke when making contact with previously placed screws. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed at this time. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Performing tibia polyax on tibial plateau fracture, surgeon was drilling for final 4.0 polyax screw, and drill bit contacted previously placed screw and broke. Surgeon made another attempt to drill with second bit, and it also broke when making contact with screw. Surgeon attempted to remove bit pieces, but was unable, resulting in a 20 min extension of surgery.